Manufacturer narrative:
Device evaluation summary: visual inspection of the returned section shows no outward signs of damage. Pressure integrity testing was performed at 0.5 lpm with 15 psi, (775 mmhg) of backpressure for 10 min. During the pressure integrity test there were no leaks observed. Reason for return was not confirmed. Conclusion: complaint is unconfirmed for leaking. There was no observed damage to the device and performance testing indicated that the device functions as intended. After analysis the cause of this complaint could not be determined. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Complaints received for similar model numbers were reviewed and showed no trends warranting escalation related to this occurrence. There were no adverse patient effects as a result of this incidence. This investigation was completed with the information that was provided, if additional information is received, this investigation will be reopened if deemed necessary. Medtronic will continue to monitor for future occurrences and trends per procedure. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of two custom tubing packs, the customer noted a leak from the cardioplegia portion. The two custom packs were used during different procedures on different days. The first custom pack was leaking blood/cpg mixture right past the coil. The perfusionist attempted to cover with bone wax to slow the leak but finished the case with the device. There was no patient impact. While priming the second custom pack, the perfusionist noticed that the cpg portion was leaking. The perfusionist changed it out before the procedure began and performed the procedure without incident. There was no patient involvement so no adverse event occurred. Additional information from the sales rep: this is the 3rd custom pack the facility have had issues with cpg leaking. The third issue was reported separately in mpxr # (B)(4). The amount of blood lost due to the leaks was hard to quantify. Blood was leaking into a towel. The customer estimated that approximately ~100 ccs of blood was lost as a result of the leak. No blood transfusions were required due to the blood loss.